Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of provided x-ray images does find sufficient evidence to support migration of the femoral stem from its original position. It is not possible to determine the root cause using only x-ray images. The patient sustained a fall and this may have been a factor. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had original surgery (B)(6) 2021. Patient fell and had a dislocation. Revised liner to constrained liner on (B)(6). Patient then fell out of bed causing second dislocation. Second revision completed today. Doctor removed and re-implanted stem, constrained liner and head ball. Further information provides that stem was revised due to subsidence.